Event description:
A peritoneal dialysis pt had a leaking connector with the stay safe cycler set tubing. The pt was evaluated in the clinic the following morning. The pt was ordered and administered a dose of intraperitonal antibiotic for this event as a prophylactic measure. The pt otherewise has reported no additional ill effect from this event. Peritoneal dialysis is ongoing as ordered.